Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering enough insulin. The customer also reported that they had air bubbles. The customer stated that the reservoir was not showing was same amount of insulin as shown on the status screen. The customer stated that the reservoir was showing 70 units and the status screen was showing 53 units. The customer's blood glucose was 296 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.